Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. One opened encor probe lot sample was returned for evaluation. The sample was returned clean with the aperture approximately 100% opened. The saline cap was returned. Before testing the probe with the in-house drivers, the proximal retaining cap was examined closer under magnification (10x) and no damage was observed. The proximal retaining cap was not found to be loose on the probe. The complaint investigation is inconclusive as the original sample was not returned for evaluation. The lot sample was able to successfully obtain samples in the lab. Per the event description, the tissue was calcified. It is possible that patient issues contributed to the event. However, the definitive root cause could not be determined based upon the available information. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy on normal tissue density, after two sampling cycles only one sample was obtained our of twelve attempts. The procedure was rescheduled. There was no reported patient injury.